Event description:
The customer reported that the system locked up during a procedure and the up and down buttons would not work. There was no fluoroscopy image, the 5 volt ps1 was worn too low, and the potentiometer had a problem. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and the ps1 power supply were replaced and the settings were adjusted. The system was tested and found to be working as intended and put back into service.